Event description:
It was reported the video system center displayed no image when the endoscope is connected. The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint of no image was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Completed using a similar device.